Event description:
(B)(4). Pain during intercourse, heavy periods, fatigue, depression, mood swings, ovarian cyst, dysplasia, adrenal lesion, foggy headedness, blurred vision, short term memory loss, abdominal pain, back pain, dental problems, bone loss, extreme fatigue, gerd, extreme vaginal itching, yeast infections, cysts from thighs to lower abdomen, lots of scars from that leap procedure for dysplasia, pain management for bulging disks, osteoporosis, joint degeneration, spikes in liver enzymes, hospitalized for 6 days found no cause for the spike.